Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pot-operative a laparoscopic gastric bypass procedure, the patient was readmitted to the hospital due to gastro intestinal bleeding.